Event description:
The microcatheter and balloon catheter were uneventfully placed at the neck of the left posterior communicating artery (pcom) aneurysm. Following the successful test inflation of the balloon catheter, the guidewire was removed. Shortly afterwards, the patient became acutely hypertensive and bradycardic. The imaging revealed a diffuse spasm of the left internal carotid artery (ica) and extravasation along the inferior posterior aspect of the aneurysm. Heparin had been reversed with protamine sulfate. The coil embolization procedure was aborted. An emergent aneurysm clipping surgery with craniotomy and durotomy was performed. Intermittent balloon inflation and deflation was used between the angiogram and craniotomy to control hemorrhage and to improve cerebral perfusion. Post procedures the patient suffered a permanent brain injury. The patient subsequently expired; the cause of death was not disclosed.

Manufacturer narrative:
PMA# or 510k#: k013789 and k042568. Conclusion: for anticipated procedural complication. The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.